Manufacturer narrative:
Analysis performed indicated that the device exhibited normal device characteristics. Sensitivity test results performed under various settings indicated the icm was able to detect the signal within normal range. Additionally, visual inspection of the feedthrough pins did not find any foreign material or contamination that could contribute to the sensing complaint. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity. The customer complaint of failure to sense was not confirmed.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During initial implant procedure, the device was unable to sense the patients rhythm. The device was explanted and replaced to resolve the event. The surgical procedure was extended longer than is clinically significant. The patient was stable with no adverse consequences.